Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. No sample was received at the time of complaint investigation. As no lot number was provided and no samples were returned, a trend investigation was performed. There were no adverse trends identified. It should be noted that in the information provided by the alcon sales rep it state that the consumer wore the daily wear lens two days in a row. This is user era that may have contributed to the event. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on 13aug2019 via email that a health professional has had two corneal ulcerations reported in consumers wearing the contact lenses. It was mentioned that at least one of the two consumers had a corneal ulcer severe enough to get referred out to a specialist; however, it was not indicated which of the two. It was also reported that one of the consumers, contact lens worn not specified, wore the lenses a few hours on the first day and reused the same on the second day. Additional information has been requested but not yet received.